Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a right knee revision due to loosening. The surgeon reported no evidence of infection. He noted the patellar component was found to be grossly loose and was revised. The surgeon indicated the tibial component was grossly loose at unknown interface. He reported the femoral component had mid flexion instability at the implant to cement interface, and the femoral component was also loose. The patient was implanted with competitor components and smartset bone cement x 2. There were no complications reported with the procedure. Primary product information can be found on page 6/13 of the attached medical records. Competitor bone cement products were used during primary operation. Awareness date is (B)(6) 2019. Doi: (B)(6) 2016 (femoral, tibial, patellar components); doi: (B)(6) 2016 (insert); dor: (B)(6) 2018 (cement).